Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the clip applier instrument got stuck on tissue with the jaws closed. A fault occurred; it instructed the site to remove and reseat the instrument to continue. The instrument got stuck when the staff was trying to remove and reseat the instrument to continue. The instrument was pulled out with the tissue. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon had informed him that during the procedure the system generated a fault stating that arm not ready, remove instrument to continue. The instrument was stuck on gastric tissue. The site removed the instrument which pulled the tissue. The csr was informed that the clip applier instrument was used to manipulate the tissue and to hold the anvil of the eea stapler instrument. The surgeon had confirmed that the gastric tissue did not need repair because it was going to be transected as part of the planned procedure after the stapler fire. The instrument release key was not used as the bedside assistant removed the instrument with the tissue.

Manufacturer narrative:
Based on the information provided, the root cause of the reported issue is unknown. Intuitive has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed a clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. If additional information is received, a follow-up MDR will be submitted. System log review: a review of the site's system logs for the reported procedure date was conducted by technical support engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the clip applier reported complaint. No image or video recordings are available for review. This complaint is reported due to the following conclusion: during a da vinci-assisted esophagectomy surgical procedure, the clip applier instrument got stuck on tissue with the jaws closed. A fault occurred; it instructed the site to remove and reseat the instrument to continue. The instrument was pulled out with the gastric tissue. The surgeon had confirmed that the gastric tissue did not need repair because it was going to be transected as part of the planned procedure after the stapler fire.